Manufacturer narrative:
Concomitant medical products: sesr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch. The rv lead was reprogrammed however, exhibited further polarity switch as well as high undefined impedance and noise. A leadless implantable pulse generator (ipg) was implanted with the rv lead remaining in use. No patient complications have been reported as a result of this event.